Manufacturer narrative:
(B)(4)

Event description:
The patient experienced a loss of stimulation sensation at the lead location following a fall. The details of the fall were unknown. It was noted that the lead has to be fixed. The patient was at home and re-directed to her healthcare professional.